Event description:
I got filshie clips after my 7th pregnancy. I was told that I stopped breathing during the procedure due to a latex allergy that I didn't/don't have. After the procedure I developed bells palsy. It cleared after 2 months. I experience severe burning pain every month on my side where ovaries are. I have been diagnosed with pid. I recently had an ablation to stop my cycle. It didn't work. I've been put on bc pills for cramps. It doesn't help. I've had morphine drips with high blood pressure from the pain. I swallow so much ibuprofen every month that I'm afraid of liver damage. I've had naproxen, muscle relaxers, hydrocodone etc but nothing works. I've been diagnosed as crazy. I've been seen by a billion doctors but no one will admit the clips might be working against me every month. My husband, family and friends see me suffer and get bothered that no one will take them out. I've had an ultrasound show fibroids and my ovaries are now polycystic.